Event description:
It was reported "the instrument sparked, causing a "minor" burn to the pt."

Manufacturer narrative:
A supplemental report will be filed once the completed investigation has been rec'd.